Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femur was fractured vertically on the anterior portion of the distal femur while reducing the final implants. They brought in x-ray to confirm the fracture and put on one cable over the fracture. They left the implants in and ended up putting in a thinner poly than they were going to in order to reduce the stress on the femur. The time waiting for x-ray and to put the cable on cost them about 30 minutes. This was the surgeon's first attune revision so having this happen was not ideal. Fracturing the femur while doing these attune revisions seems to be a problem. This is not the first one the sales rep have been apart of and they have had others fracture in their territory. It's frequent enough to concern the sales rep. Doe: (B)(6) 2020, right knee.